Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on the patient's one touch ultramini meter. The patient first noticed the high readings on (B)(6) 2010. The patient had obtained a result of 200 mg/dl. Approximately 30 minutes later, the patient felt dizzy, sweaty and was disoriented. The patient self-treated with food/drink. The patient did not seek any further medical attention or contact her physician for assistance. The patient was not tested on another device. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that she developed symptom suggestive of a serious injury 30 minutes after obtaining an elevated reading on her lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.